Manufacturer narrative:
.

Event description:
It was reported that a company representative could not interrogate generators when using her tablet. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspected usb cable was returned to the manufacturer on 12/30/2015. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned usb cable was completed and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.